Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery, or under delivery of insulin. "No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the wrong date in the site reminder setting. Customer's blood glucose level was 131 mg/dl. Tandem technical support assisted customer in correcting the setting, and customer successfully resumed insulin.